Manufacturer narrative:
(B)(4).

Event description:
The pt experienced reduced effect of drug. The catheter was tested with contrast agent. There was no infusion into "marrow cavity", so a catheter occlusion was suspected. The pump and catheter were removed the next day. The device system was used to deliver gabalon.